Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic endoprosthesis. On an unknown date in (B)(6) 2020, a dissection in the greater curvature of the arch aorta was observed. The entry was more proximally than the conformable gore® tag® thoracic endoprosthesis. The physician decided to monitor the dissection. On an unknown date, thoracic aorta aneurysm enlargement was observed just above the celiac artery which was located more distally than the conformable gore® tag® thoracic endoprosthesis and observed from when the initial procedure was performed. The physician plan to treat this aneurysm on (B)(6) 2020. This aneurysm was not treated during the initial treatment in 2019. The celiac artery was embolized in advanced. On (B)(6) 2021, the patient underwent reintervention for the aneurysm which was located just proximal to the celiac artery. A conformable gore® tag® thoracic stent graft with active control system was implanted to extend the initial conformable gore® tag® thoracic endoprosthesis distally using a gore® dryseal flex introducer sheath. On an unknown date in (B)(6) 2021, a type iii disconnect endoleak between two gore® ctag devices were discovered. The type iii disconnect endoleak occurred as a result of the reintervention procedure on (B)(6) 2021. On (B)(6) 2021, ballooning was performed for the type iii disconnect endoleak and the endoleak was resolved. The patient tolerated the procedure.